Event description:
An ophthalmic assistant reported the black knob on this product was stripped and spins freely. He stated a surgery was prolonged for about one hr as the staff had to borrow another tank from a neighboring office. Add'l info was rec'd from the ophthalmic assistant, who reported the pt was prepped for surgery when the event occurred. He stated there was no impact or injury to the pt.

Manufacturer narrative:
Eval summary: a review of the complaint records showed no other complaints in the lot number. A review of the batch production record showed no unusual mfg issues. Cylinder 33 of lot 027310 was returned. The cylinder was returned w/o the black valve handle. The valve was found to have tool marks. The valve was jammed in the open position. Once loosened, it could be turned by hand. Add'l info was requested by fax, phone and mail on 01/17/2012, 02/03/2012 and 04/10/2012. A completed questionnaire was rec'd on 04/10/2012. (B)(4).